Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What vessel was being fired on when event occurred? Were clips used in the vicinity of stapler? Was a transfusion required? What is being returned for analysis? What is the current patient status? Additional information requested and received: did the device staple? Partially. If the device stapled, was the staple line complete? No . If the device stapled, were the staples formed properly? Yes. If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Unknown . How much blood loss (in ml) was noted? Unknown. What medical intervention was provided to the patient for bleeding? Clamping and firing of an endo gia stapler . Was there a change in the post-operative care of the patient as a result of the event? Yes patient went to ICU.

Event description:
It was reported that the surgeon closed 1st ats45 gun with white reload over vessels - hard to close. Attempted to fire over - made crunching noise. Attempted to open had to force handle - notices device hadn't fully fired. Reloaded 1st device closed over vessel and same situation. Loaded gun #2 - same situation - reloaded and fired outside the body - same situation (gun still contains second reload fired outside body- partial firing). Case completed using competitor stapler. Delay in case of 20 - 30 mins. Patient is currently ok.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p55628. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what were the indications for surgery? Lobe resection paeds - unknown. What vessel was being fired on when event occurred? Surgeon fires across a + v and bronchus. Were clips used in the vicinity of stapler? No was a transfusion required? Unknown. What is being returned for analysis? 2 staplers and 2 reloads - the cleanest is the device that was fired out of the body to see if it would work. What is the current patient status? Fine.